Manufacturer narrative:
The device does not have a lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
Our office in the (B)(4) received a report from a (B)(6) female who experienced a bacterial corneal ulcer in the right eye leading to hospitalization after using oxysept 1 step disinfecting/neutralizing with the oxysept cup. She indicated that the cup was taken to the hospital and tested and found to be contaminated with coliform species. The cup was about 2 months old at the time. She indicated that her health care professional stated, she should discard the lens case every month rather than every 3 months. She was treated with levofloxacin eye drops for 6 weeks and then resolved without sequelae. Pt history includes the use of acuvue oasys contact lenses. The pt wears lenses every day for approx 12 hours per day. The pt has used the product for 5 years. She was treated for a corneal ulcer (eye not specified) 3-4 years ago. In f/u, the patient's treating physician confirmed the patient's report but did not mention any lab testing performed on the oxysept cup. The onset of symptoms was (B)(6) 2010 and the duration was 2 weeks. He indicated an 'unknown' assessment as to whether the event was related to use of the product(s). Duration of hospitalization was not provided. This report for oxysept 1 step neutralizing tablets. See MDR 2020664-2010-00140 for disinfecting solution. See MDR 2020664-2010-00141 for neutralizing tablets.